Manufacturer narrative:
Date sent to the FDA: 1/4/2017 additional information was requested and the following was obtained: what was the date of the previous c-section?...no information. What was the date of the ob-gyn procedure?...no information. What tissue was the unknown suture found in? ¿the uterus and the urinary bladder. How many days post op from the previous c-section? ¿no information. Was the unknown suture removed from the patient?...yes. How was the unknown suture removed from the patient?...no information. Do you have the suture piece for evaluation?...yes.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/22/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a caesarian section on an unknown date and suture was used. During an unknown ob-gyn procedure at a later date at another hospital, it was found that the suture from the previous caesarian section had been left in the surgical incision site. The doctor opined that the suture might possibly be either an unknown suture product or another competitive product (surgisorb) as it was an absorbable suture type. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
The returned explanted suture was determined not to be an ethicon suture product. The returned explanted suture did not correspond to ethicon coated vicryl, based on construction.